Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem of "error message was observed" was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; tissue buildup was noted. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. Additionally, charred marks were noted on the teflon pad. The distal end of the device was inspected under a microscope and found the probe detached; the missing portion was not returned. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load was normal. The rotation of the knob torque was normal and smooth. The device history record was reviewed for the lot indicated with no anomalies found. Based on similar reported events, olympus determined the likely cause for the damaged/broken probe and error messages is attributed to the probe coming into contact with a hard or metallic surface during activation and the likely cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device was activated. The instruction manual contains the following warning statements in an effort to prevent damage to the teflon pad and probe breakage: - "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the handpiece device generated "probe damaged error" and "ultrasonic level error" messages during the procedure; after a second probe check, the user was alerted with the message to replace the handpiece. The device could not be used and was replaced with another similar device to complete the intended procedure. There was no patient harm or injury associated with the problem reported to olympus. The patient did not require medical or surgical intervention. The patient did not require a longer stay or additional treatment. The device was inspected prior to use with no abnormalities reported to olympus. No bleeding was observed and attributed to the device problem. The physician is reportedly an experience user.